Event description:
The pump was replaced due to a normal eri (elective replacement indicator). Patient recovered without sequelae. The drug delivered was lioresal 2000 mcg/ml at a daily dose of 1282 mcg.

Manufacturer narrative:
(B)(4). Final device analysis revealed s2 battery resistance high. The battery resistance waveform test showed a high resistance of 1352 ohms. Nothing of note was seen in the field logs. However during analysis, low battery resets, safe states, and a legitimate eri due to time lapse were noted.